Event description:
It was reported to philips that the device failed the defib test. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2022. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a low capacitor output. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue. Following the repair, the device was deemed fit for use and unit was returned to the customer site to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.